Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was new to the insulin pump and her blood glucose weren't lowering. Customer stated she changed the whole set. Customer was advised to remove the reservoir and disconnect at the quick release. Customer mentioned she didn't rewind the device; she just changed the infusion set. She also stated she filled the reservoir to the two and now it only had one. She stated she first inserted the site and was advised it should be the last step. Then the device alarmed no delivery. The device stated the insulin left was 2.07 units. Customer's blood glucose was 324 mg/dl. Customer was having difficult time navigating through the device. Customer was advised to monitor her blood glucose closely since we weren't sure if the insulin went in her. Customer was able to get the device set up. Blood glucose of 319 mg/dl was also mentioned. Customer is not returning the device for further analysis.